Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, lead, (B)(6) 2015; 3037, neuro programmer; 3058, interstim urinary mgu ipg, (B)(6) 2013; 3889-28, interstim urinary mgu lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during testing the day after implant, it was found that the right atrial (ra) lead was dislodged. The ra lead was revised and remains in service. No patient complications have been reported as a result of this event.